Event description:
It was reported that the atrial lead exhibited oversensing of noise and low impedance. There were no plans to revise the lead. The patient was fine and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.